Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and failure analysis investigations did not replicate or confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion in all directions, and the grips opened and closed properly. There were no issues with the clips attaching to the instrument or clamping, and the instrument was fully functional. Additional observations not reported by the site were also identified: the medium-large clip applier instrument was found with one grip bent. The damage was found near the top of the clip groove, causing an offset at the tips. Although the grip was bent, the instrument passed the clip test. The instrument was found to have an excessive amount of dried residue around the clamping pulley cable grooves. Additionally, the instrument was found to have an input disk broken. Input disks 6 and 7 were found broken from the inside of the housing.

Event description:
It was reported that the medium-large clip applier instrument was not sealing the clip. The procedure was completed.